Event description:
It was reported that on (B)(6) 2024, a 19mm epic supra aortic valve was selected for implant. Post-implant into the patient, it was observed that the "flap is not good." The valve had difficultly opening completely; it did not have difficultly closing completely. No abnormalities were observed with the valve. The epic valve was removed and a new unknown sized non-abbott valve was successfully implanted. The patient was reported to be recovering.

Manufacturer narrative:
An event of valve leaflets not closing completely was reported. The device was returned to abbott for investigation. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Hydrodynamic examination indicated the valve met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic supra aortic valve was selected for implant. Post-implant into the patient, it was observed that the "flap is not good." The valve had difficultly opening completely; it did not have difficultly closing completely. No abnormalities were observed with the valve. The epic valve was removed and a new unknown sized non-abbott valve was successfully implanted. The patient was reported to be recovering.